Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that there were two separate infusions of infliximab programmed on the pump module. The first occurred at 10:02 am on (B)(6) 2018 when the device was programmed to infuse a custom concentration of infliximab at a rate of 100ml/hr with a vtbi of 50ml. At 10:32 am, the infusion completed and transitioned to kvo at 5ml/hr. The user changed the rate to 200ml/hr and the vtbi to 100ml and started the infusion. At 11:03 am, the infusion completed and transitioned to kvo at 5ml/hr. Additional vtbi was added twice: 70ml at 11:03 am and 30 ml at 11:21 am. At 11:31 am, the infusion completed and the device was channeled off. The volume recorded as being infused during this period was 242.783ml. The second infusion occurred at 1:10 pm when the device was programmed to infuse a custom concentration of infliximab at a rate of 100ml/hr with a vtbi of 50ml. At 1:40 pm, the infusion completed and transitioned to kvo at 5ml/hr. The user changed the rate to 200ml/hr and the vtbi to 100ml. At 2:12 pm, the infusion completed and transitioned to kvo at 5ml/hr. Additional vtbi was added twice: 25ml at 2:12 pm and 50 ml at 2:16 pm. At 2:32 pm, the infusion completed and the device was channeled off. The volume recorded as being infused during this period was 209.955ml. The total volume recorded as being infused for both infusions was 452.738ml. The starting/ending volume of the fluid containers cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that a 250ml infusion of remicade ended earlier than expected. The pump was programmed to infuse at 100ml/hr for a volume of 50ml for the first 30 minutes then increased to 200ml/hr. The pump displayed that there was160ml remaining however the bag was empty. There was no evidence of leaking or damage to bag. There was no patient harm.